Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the light guide lens, air/water cylinder, and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air water cylinder, air water channel, and the light guide lens, but the type of the material or definitive root cause cannot be determined. There was no physical damage to the air water cylinder or channel. However, it was confirmed that the light guide lens was cracked. There was no deviation from the instructions for use (IFU) identified in the reprocessing steps by the customer. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.